Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(4); batch: a000027364. A patient experienced ineffective stimulation due to high impedances was reported to abbott. As a result, the ipg and lead were replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00831. It was reported the patient experienced ineffective therapy after a recent car accident. Reprogramming did not resolve the issue. Lead diagnostics indicated high impedances. As a result, surgical intervention occurred wherein the lead and ipg was replaced to address the issue. The investigation did not determine which lead is related to the issue.